Manufacturer narrative:
Directlink icp extension cable was returned for evaluation: failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected for connector alignment: no defect was noted. The cable was electrically tested: no abnormal discontinuity and no abnormal short circuit was measured. Root cause - no root cause could be determined as the technician could not confirm any problem with the cable at the time of investigation. However, the possible root cause of the defect reported by the customer could be due to incorrect or inappropriate connection of components.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 4 reports. Other mfg report numbers: 3013886523-2024-00064, 3013886523-2024-00065, 3013886523-2024-00066. A facility reported a patient was hospitalized due to traumatic brain injury for approximately one to an half weeks, decompressed bilaterally. Intracranial pressure measurements with intraparenchymal sensor and directlink were unreliable values (too high/too low). Therefore, the system was replaced with intraventricular sensor but the problem remained. The first sensor was implanted on (B)(6) 2024; explanted on (B)(6) 2024. Second sensor implanted on (B)(6) 2024; explanted (B)(6) 2024. Medical staff continued with not invasive monitoring (tcd diastolic flow velocity and optic nerve sheat).